Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the black tip allegedly broke off of the balloon when tried to re-sheath the balloon. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. During the visual evaluation, the distal tip was circumferentially broken and detached from the catheter. The detached portion of the distal tip was also returned for evaluation. No other anomalies noted. No further testing was performed due to the nature of the complaint. One photo was received and reviewed. The photo shows a balloon catheter in which the balloon is noted to be in deflated condition. Also, at the counter side of the balloon it was observed the detached portion of the balloon distal tip from the balloon and balloon re-wrap tool on the mesh cloth. It was also noted that indications denote the detached distal tip from the balloon. No other anomalies noted. From the submitted photo and sample analysis, it was confirmed that the balloon distal tip was broken and completely detached. Hence, the investigation was confirmed for the distal tip detachment. A definitive root cause for the reported balloon distal tip detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the black tip allegedly broke off of the balloon when tried to re-sheath the balloon. The procedure was completed using another device. There was no reported patient injury.